Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) us, alleging that the onetouch delica lancing device a cocking control issue. The subject lancing device was in use for one day before the onset of the reported issue. The patient is using a 33 gauge lancet. The reported issue began on the day of the call at 8 am. Within 30 minutes of the reported issue, the patient reportedly had "high blood results." The patient took his usual medication and did not require any medical intervention to suggest a serious injury. The issue was not resolved with training. There was no product misuse. The product was replaced and requested back for investigation. This complaint is being reported because the patient had "high blood results," possibly over 500 mg/dl after the lancing device issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter was found to have a missing ejector grip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.